Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced several sessions of flutter, weakness and fatigue, and treated with concamitant medications. No further information available.